Event description:
It was reported that the patient needed to have their implantable neurostimulator (ins) removed. The ins stopped working a few years prior to the report and did not do what it was supposed to do prior to it not working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3887-33, lot# j0101954v, implanted: (B)(6) 2001, product type: lead. (B)(4).